Event description:
It was reported that a small volume intermate ruptured. This occurred during priming and after filling with 2 grams of rocephin diluted with sodium chloride (non-baxter product). The total fill volume was 100 ml, and the drug was not filtered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a ruptured reservoir. The reported condition was verified. The reservoir was microscopically examined, and a marking on its exterior surface was observed near the rupture line. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.